Event description:
Reporter indicated a patient had increased seizures above his pre-vns baseline seizure level. No medication changes had occurred. The patient had vns generator replacement surgery performed on (B)(6) 2012, and the explanted generator was returned for analysis. No anomalies were identified, and the generator performed per specifications. The generator was able to deliver the intended therapy as programmed. Attempts for further information regarding the increased seizures are in progress.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.